Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that cause was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that he was experiencing painful stimulation when he turned his neck and was unable to control the stimulation with his programmer. There were no falls or accidents reported. The implant was interrogated and impedances were checked which revealed high impedance on electrodes 6 and 15. It was noted that both of these electrodes were not used in programming. The stimulation was turned off and reprogrammed in the ER and the programmer was found to be working normally. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.